Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) display was broken. It was noted that the device was sent back to the customer unrepaired at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.